Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 1 month following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a surgical aortic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that approximately 1 year and 1 month following the valve implant, the patient presented to the hospital with fevers, chills, sweats, malaise and blood cultures positive for gemella heamosylans. Transesophageal echocardiogram (tee) showed mild thickening of the valve leaflets with turbulent flow suggesting prosthetic endocarditis. Aortic root abscess, sepsis, aortic insufficiency and pulmonary hypertension were also observed. The patient was admitted and placed on antibiotics. During admission, complete heart block was observed requiring temporary pacemaker. Per the physician, the patient was found to have a tooth decay which is likely the source of the infection. Of note, the patient had an echocardiogram performed two weeks prior to onset of symptoms that was noted to be normal. The patient underwent oral and maxillofacial surgery (omfs) with teeth extraction, then taken to the operation room for a redo sternotomy. The transcatheter bioprosthetic valve was explanted along with a previously implanted non-medtronic surgical valve. The patient required multiple units of blood, blood products and blood clotting medication to overcome their coagulopathy. The patient was discharged home with intravenous therapy (IV) antibiotic therapy. The follow up visit revealed that the patient was recovering well. No additional adverse patient effects were reported.